Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed. The complaint for sheath liner delamination was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform and visual inspection, functional testing, or dimensional analysis. Therefore, presence of a manufacturing non conformance was unable to be determined. Reviews of DHR, lot history, and complaint history revealed no indication that a manufacturing non conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, it was complex case due to patient conditions. During the procedure, it was difficult to find a straight section of the aorta in order to perform the valve alignment and this caused difficulty during valve alignment but with some additional force. It is likely that the tortuosity in the patient vasculature contributed to the balloon tearing. With the balloon torn, the tortuosity may have also impacted the ability to maintain coaxiality between the delivery system and sheath. It is possible that the torn balloon profile caught on to the distal end of the sheath during retrieval resulting in an increased resistance for delivery system retrieval. With excessive manipulation and pull force exerted to overcome the withdrawal difficulty caused by the torn balloon, the sheaths liner likely was delaminated. As such, available information suggests that procedural factors (withdrawal of torn balloon, excessive manipulation) likely contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed. However, a manufacturing non conformance was unable to be identified. Available information suggests that procedural factors (withdrawal of torn balloon, excessive manipulation) may have contributed to the complaint events. No IFU/labeling/training manual inadequacies or manufacturing non conformances were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02159.

Event description:
As reported, this was a tavr procedure with a29mm sapien 3 case by transfemoral approach in aortic position. It was a complex case due to patient conditions (tortuosity of the aorta and the patient's previous aortic surgery). During the procedure, it was difficult to find a straight section of the aorta in which caused difficulty during valve alignment, but with some additional force it was managed to get the valve aligned between the markers. After the valve was positioned in the native aortic annulus, valve deployment started, however, the balloon did not inflate. The balloon was torn, therefore the commander delivery system with crimped valve were attempted to be removed, but difficulties were encountered retrieving the valve back into the esheath. It was very difficult to retrieve the device through the sheath tip due to balloon torn. Therefore, the commander delivery system, crimped valve and esheath were removed together as a unit. After the devices were removed, a femoral artery dissection was seen which was treated with 2 covered stents. The procedure was aborted, and no valve was implanted. The patient outcome was stable. As per medical opinion, the root cause of the event was valve alignment in a portion of the aorta that was not straight enough. When inspecting the removed devices, it was seen that the esheath liner delaminated.